Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/22/2015-device evaluation: the pump has been returned and evaluated by product analysis on 10/08/2015 with the following findings: a review of the pump black box data revealed cs 088 alarms. The pump powered on properly with no alarms. The original complaint was unable to be duplicated. The pump was exercised for 24 hours with no duplicated alarms. Unrelated to the original complaint, the pump case was observed to be cracked near the top corner of the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.